Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter stated that customer received the following sets of results on 2 different meters within 10 minutes: 1. 23.0 mmol/l (mobile system) and 8.9 mmol/l (aviva nano system) 2. 19.9 mmol/l (mobile system) and 12.0 mmol/l (aviva nano system) sets of readings were taken at different times. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.